Event description:
Report received of the device not sounding an audible alam tone while on the low volume setting. During routine maintenance testing at the user facility, the alarm tone on the low volume setting was "barely audible, you had to be within one foot to hear it." There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.